Event description:
A malfunction alarm was reported, displaying error code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided information for future resets. The same malfunction did not recur, and the customer continued using the pump for insulin therapy.